Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v439917, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Patient was calling to see what the battery icon meanings were on the programmer. Patient states there was a battery icon to the left of the programmer battery icon. It was an oval behind it and the battery was showing 1/4 black. It was reviewed that was the battery level indicating the level of battery in the ins (stimulator). She seen the ins battery icon today (B)(6) 2015. Patient reported new pain. There were no trauma/falls reported that could be related to this issue. She had falls but not since 2011. Stimulation issue reported was related to positional movement. When she sits a certain way, she would have pain in her bladder. There was a recent medical test or emi environmental exposure. Patient states she had a heart monitor on (B)(6) 2015. She turned off stimulation and the pain went away. Patient will call the doctor. She had not told the doctor of the pain she was having. She just seen the doctor on (B)(6) 2015. Symptoms reported was new pain in her bladder. The patient considered this a sudden change in therapy/symptoms. Event date was (B)(6) 2015 exact date was unknown. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.